Manufacturer narrative:
The customer¿s report of a channel disconnect during infusions with the pumps shutting off was confirmed via log analysis. A channel disconnect was replicated with one of the returned incident pump modules; the other involved module was not returned for investigation. The pcu event log recorded that channel a pump module sn (B)(4), which was not returned, experienced a power interruption while infusing blood product, plasma / ffp. Channel b pump module sn (B)(4) followed with a disconnect while infusing phenylephrine neo-sy. Disconnects occurred twice with channel c sn (B)(4) while infusing dobutamine dobutrex. Contamination/corrosion was noted on the pins of the left iui connector on the channel c module, which was determined to be the cause of that module's disconnect event. The source for the channel disconnect involving channel a and channel b could not be definitively identified. The left iui connector pins on channel b had contamination/corrosion. The left iui connector pins on the pcu also had some contamination. The proximate cause of the channel disconnect events is the presence of contamination and corrosion within the contact area of pins on the iui connectors. The root cause for contamination and corrosion was not determined.

Event description:
The customer reported a patient was being resuscitated and had infusions of levophed, dobutex and neo running when a channel disconnect occurred and the pumps shut off. New pumps were placed in order for the infusions to continue and although requested, the outcome for the patient has not been provided.